Event description:
Reporter indicated that the physician's (B) (4) handheld computer will work as long as it is plugged into the wall, but will not hold a charge when unplugged. Product was returned to manufacturer, but analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.